Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner was not working as the light was off. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the scanner was not working as the light was off. The field service engineer (fse) confirmed that the issue was caused by a loose cable. The problem was fixed by the customer, and the scanner resumed normal operation. The system functioned as intended after the customer repaired the device.